Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing. However, if any additional relevant information is identified following the completion of the investigation, it will be submitted in a supplemental report.

Event description:
It was reported that versacare frame (product code p3200erent02, serial number (B)(6)), had brakes not holding. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.